Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is this complaint related to suture breakage? Yes. Did the fixation tab break during use? This suture doesn¿t have a fixation tab, just the variable loop. Did the same suture break twice during removal through trocar? Yes. After suturing was performed, did the cut suture piece and needle get stuck in the trocar during removal causing suture breakage? If not, please provide event clarification. Cut suture and needle got caught at end of trocar just enough to cause suture tail to break and needle to drop back down into the abdomen. This happened twice with the same piece of suture. There was only 1 piece involved with this complaint. Did at any time needle separate from the suture thread? No, there was still a minimal suture tail(@2mm). Were x-rays taken to locate the needle? No, they used fluoro. What location was the needle found? Lower left pelvis. Was there any additional dissection or damage to the tissue as a result of searching for the needle in the patient¿s body? No.

Event description:
It was reported that a patient underwent a robotic right inguinal hernia repair procedure on (B)(6) 2017 and barbed suture was used to close the peritoneum. After the peritoneum was successfully closed, the surgeon cut the suture and as they were pulling the tail of the cut suture with the needle attached thru the trocar, the suture tail broke leaving 1 1/2 cm of a suture tail and the needle dropped back into the abdomen. They retrieved the needle and attempted to pull the needle again thru the trocar but the suture tail broke again about 2mm above the swage and the needle dropped into the abdomen a second time which they couldn't find. They had to do a fluoroscopy to locate the needle. They did find the needle and remove it. There were no adverse patient consequences.